Event description:
It was reported that within eight days post implant, the right atrial (ra) lead had dislodged. It was also indicated that a loose suture sleeve was found once in the pocket. The ra lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood/body fluid on the proximal conductor (not obstructed), the outer insulation was breached cut, there was blood in/on the helix mechanism and there was apparent explant damage. The analyst also commented that the suture anchor sleeve is attached to the lead and not damaged. No sutures were tied onto the lead or anchor sleeve at time of analysis.